Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection of the skull clamp shows a loose swivel lock, and a residue buildup is present. Which does not guarantee proper fixation of the patient's skull. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. Also, the small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear. To resolve all issues, the skull clamps internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit due to the skull clamp having a loose swivel lock with residue buildup which required it to be cleaned and due for replacement of worn parts. The probable root cause is routine use and wear of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement of slippage of the patient¿s head. No further corrective action beyond these repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the position of the patient's head shifted twice while the mayfield modified skull clamp (a1059) was in lock mode. Additional information has been requested.